Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device with a grinding noise was confirmed while the reported condition of heating up was not confirmed. Visual and functional assessments were performed on the device and found that it failed for vibration / grinding noise but no heat was observed. It was determined that the bearings were corroded and worn, there were score marks on the surface of the nose cone and the nose tube was bent with score marks at the tip. It was determined that the bearings being corroded and worn out were consistent with creating vibration / grinding noise from normal use. It was determined that although no heat was observed during pretest, worn bearings could cause heat which was consistent with wear from normal use and servicing over time. It was determined that the type of score marks on the nose cone and nose tube; and with the nose tube being bent were both consistent with improper handling when trying to couple or decouple the device from the motor, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the attachment device made a grinding noise and was heating up. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.